Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results on the laboratory's access 2 immunoassay system (serial number (B)(4)) for one patient. The initial elevated access accutni+3 result was above the assay's normal reference range. The patient's sample was repeated two additional times on the same access 2 immunoassay system and recovered with lower results, within the assay's normal reference range. The initial elevated result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. All system parameters (including quality control (qc), calibration and system check) were within assay/instrument specifications. The patient's sample was collected in a becton dickinson (bd) tube and centrifuged at 4000 g (g force) for ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The access accutni+3 reagent was not returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse performed a verification protocol consisting of a system check, a high sensitivity (hs) system check, and a carryover assay. All tests passed verification specifications. No system or hardware issues were identified as contributing to this event. In conclusion, the cause of this event cannot be determined with the available information.